Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2017, the patient was implanted with a left ventricular assist device as a bridge to heart transplant. On (B)(6) 2018, it was reported that the patient underwent a pump exchange on (B)(6) 2018 due to suspected pump thrombosis. The patient was doing well after the exchange. No further information was provided at the time of this report.

Manufacturer narrative:
Correction: d1. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation thrombus was confirmed in the evaluation of vad-61944. The pump was returned with the driveline cut approximately 2 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A flat, non-laminated thrombus formation was present on the body of the rotor, in between two of the rotor blades. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. Origins of the formation could not be determined. Examination of the proximal side of the outlet stator revealed small, non-laminated depositions situated adjacent to the outlet bearing ball. The depositions were not adhered to any surface, and the structure of the depositions and lack of laminated layering suggests that they did not form at this location. Although their origins and duration of time for which they were present in this area cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, suggest that depositions were not present in the outlet stator for an extended period of time while the pump was operating. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.